Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of suspected pump thrombosis with elevated lactate dehydrogenase could not be conclusively determined through this evaluation. The patient remains ongoing on pump support and no further events have been reported at this time. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a previously unreported hospital admission for pump thrombosis with elevated lactate dehydrogenase (ldh) levels. The patient was admitted on (B)(6) 2017 and discharged on (B)(6) 2017. No additional information was provided.